Event description:
It was further noted on the return paperwork with the generator that the "output was bad."

Event description:
It was reported that the rear clips of the external pulse generator (epg) were found to be broken during a routine check of the epg. The caller asked for the part numbers to repair the epg. Technical services provided the part numbers of the repair pieces. It was further reported that the ring, ring cover, bail, bail cover and case screws from the generator were missing. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the output rate was out of specification. It could not be confirmed that parts were missing. It was also noted that the upper and lower cases were broken, the battery contacts were compressed, the battery drawer was broken, the keyboard was scratched and the encoder flex was out of specification. Further analysis was performed on the main printed circuit board assembly (pcb) and the encoder flex. This analysis found intermittent continuity on the encoder flex, causing the out of specification operation on the ventricular output of the device. No failures were found on the main pcb.

Manufacturer narrative:
(B)(4).